Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported changing out the infusion set and reservoir and woke up with a high blood glucose due to a bent cannula. The blood glucose value at the time of admission was high. The customer was treated over-night. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting the issues. The customers current blood glucose level was 188 mg/dl. The insulin pump will not be returned for analysis.